Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the rep became aware of the issue when the manufacturer's patient services send the rep an email. The rep saw the patient on (B)(6) 2021. The patient thought the cause of the issue was because she had lost 20 pounds and that the ins was moving in the pocket. The patient would continue to monitor the burning and see if it is necessary for the neurosurgeon to replace the stimulator. For now the problem was resolved. It was noted that this information was confirmed with the physician in the clinic on (B)(6) 2021.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Report source: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that in the fall, late 2020, the patient stopped using the therapy for her pain because she would get intense burning around the battery pack. It would start heating up. The ins was implanted above the hip. It was noted that the patient suffered from chronic leg pain. The patient communicated this in the past by email with a local manufacturer representative, and the patient had been requesting to coordinate an appointment at the clinic. She did consult with a physician on (B)(6) 2021, and would like to be seen at that physician's office or at the pain clinic of another physician. The issue was not resolved as of (B)(6) 2021. The patient was alive with no injury. The issue occurred during normal use.